Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the pump did not deliver the full bolus amount. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond.